Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Visual inspection of the tibial plate identified scratches and scuffs on both the top and bottom surfaces. There is no indication of cement on the plate. Inspection of the articular surface identified that the surface was pitted. Backside wear was identified also with gouges and scuffs along the anterior distal portion. Dimensions were found conforming to print specifications where measured for both components. Photographs of the revision surgery show no indication of bone cement on the tibial plate. Device history records were reviewed and no deviations or anomalies were found. It was reported that the components were implanted with good cement technique with extraneous cement removed. Pre-revision work-up suggested loosening of the tibial component. It was reported that there was some articular surface wear and pitting. The tibial component was overtly loose. A cyst was also found to have developed posteriorly and laterally on the tibial plateau. The package insert states that loosening is an adverse effect. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined.

Event description:
It was reported the patient was revised due to loosening. It was also noted that the articular surface appeared to have some wear and pitting.